Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The root cause could not be identified. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is:(B)(4).

Event description:
An email was received from another manufacturer indicating increased incidents of gas breakthrough observed during corneal pocket creation. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.